Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. Customer stated that it was the second occurrence of replace battery now alarm in less than 8 hours after low battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.